Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent cesarean section on an unknown date and suture was used. On (B)(6) 2014, the patient was coughing, the incision opened in the center of the incision and the patient experienced a wound dehiscence. The patient required emergency surgery. Additional information has been requested.

Manufacturer narrative:
The procedure date of the cesarean section was (B)(6) 2014. The suture was used on fascia. The patient presented with symptoms on (B)(6) 2014. The surgeon opined that contributing factors to the symptoms were increased abdominal pain, opening and protrusion of tissue after a coughing that morning. The right half of the fascial incision was noted intact and the suture line intact. The left side the fascia was noted to be fully dehisced. The current condition of the patient was reported as discharged and in stable condition. (B)(4).